Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy under primary vector configuration due to oversensing, while the patient was having intercourse. Reportedly, the patient previously had another s-ICD system that was explanted due to recurrent inappropriate therapies triggered by having intercourse as well. Technical services recommended troubleshooting and suggested potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.